Event description:
It was reported that, "pt complained of lateral knee pain. The locking screw to the liner was broken when the surgeon got into the knee."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.